Event description:
A customer reported a cartridge alarm associated with their pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. The technical support team helped the customer with the loading process, but the alarm persisted. Consequently, a new replacement pump was sent to the customer, who was instructed to return the problematic pump to avoid charges. The customer was also advised on setting up the replacement pump, including programming settings and connecting the cgm. The customer opted for manual insulin delivery in the meantime.